Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the device data and noted the shock impedance measurements were at approximately 127 ohms. Ts recommended to increase the alert threshold to 150 ohms. No adverse patient effects were reported. The rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the device data and noted the shock impedance measurements were at approximately 127 ohms. Ts recommended to increase the alert threshold to 150 ohms. No adverse patient effects were reported. The rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced with another implantable lead. No additional adverse patient effects were reported outside the revision procedure.